Event description:
Boston scientific received information that another manufacturer's right ventricular (rv) lead and this pacemaker exhibited an acute increase in pacing impedance measurements to greater than 2000 ohms. An x-ray was taken, however, the results were inconclusive. Subsequently a revision procedure was performed where the rv lead was surgically abandoned and the device was explanted. It was noted that the physician did not test the rv lead with a pacing system analyzer (psa) during the procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.